Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Impedance test showed all open circuits.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 and subsequently the patient was reimplanted with a new device during the same surgery.